Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a 'possible device malfunction' message and could not be interrogated through quick start application.